Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown reason. This lead was never in use. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the lead was used to aid in the implant of a left ventricular (lv) only case, after getting a good impedance and sensing, the 4470 lead was removed and rv and ra port were plugged. The lead was discarded and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown reason. This lead was never in use. No adverse patient effects were reported.